Manufacturer narrative:
The unit passed the displacement test, self-test, off no power test, rewind, and basic occlusion. The unit alarmed compromised force sensor system during prime/compromised force sensor system test at 2.5 lbs due to moisture damage on the force sensor resistor. Analysis was unable to perform the excessive no delivery test and occlusion test due to the compromised force sensor system alarm. The unit was monitored for 24 hours, and no blank display was found. All operating currents were within specification, and there was no unexpected low battery or off no power alarms. There was no c13 isolation tape damage on the lcd board. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a missing end cap sticker, and a cracked case.

Event description:
The customer called to report a blank display. The customer's blood glucose level was 197 mg/dl. The customer performed troubleshooting but the display remained blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.